Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis revealed loose/detached ema wire bonds. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached a no telemetry and no output condition due to a suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.